Event description:
It was reported that during initial ilet training, the patient arrived wearing a dexcom g6 sensor that was still connected to an omnipod system. The clinical implementation trainer disconnected and powered off the omnipod prior to initiating ilet setup. After setup began, the ilet continued searching for the transmitter for approximately 20 minutes. Outcomes included no impact on health or healthcare utilization. Investigation included remote troubleshooting and education on correct cgm pairing workflow. Investigation of this case revealed a pairing failure between the ilet and the dexcom g6 transmitter that was resolved through settings verification and re-entry of the transmitter code. No clinical symptoms were reported, and no further assistance was requested.